Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed right atrial (ra) activity resulting in inappropriate anti-tachycardia pacing (atp) and shock therapy. Therapy was reported to have been exhausted. No adverse patient effects. Device reprogrammed to mitigate recurrence. Lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.